Event description:
Reporter noted microscopic metal particles in eye during post-op slit lamp exam. No damage to eye.

Manufacturer narrative:
Product/particles were not available for evaluation, but phaco handpieces identified were manufactured before laser welding was implemented. Facility noted reuse of single-use phaco tips for one-day. No specific pt info was provided in returned questionnaire.